Manufacturer narrative:
Catheter: model# 8703w, lot# l41936, implanted: 1997 (B)(6), explanted: unk. Dacron pouch: model# 8590-1, lot# n287374, implanted: 2012-01-16, explanted: unk. Catheter: model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk.

Event description:
Additional information: per another reporter it was believed that the patient died on (B)(6) 2012.

Event description:
It was reported there was a patient death on (B)(6) 2012. The cause of death was cardiac arrest. It was unknown if the death was device related. The patient had presented to the ICU on (B)(6) 2012 with a high fever. The hcp accessed the catheter access port to withdraw cerebrospinal fluid to send to get tested. The catheter was then primed. At implant, the catheter volume was unknown; hcp "estimated on the short side" of what he believed the catheter actually was. After the catheter was aspirated, a "priming bolus was performed for a volume greater than the catheter volume that was entered" into the pump. Details regarding the prime volume were not available at the time of this report. A dose increase from 200 mcg/day to 400 mcg/day was also programmed. The pump had been implanted on (B)(6) 2012. The drug in the pump was compounded baclofen.